Event description:
During pt transfer from the cardiac cath lab, the device slipped down an IV pole "smashed" the clinician's fingers. It is unknown if there were any medical interventions required. In addition, there were no reported adverse pt effects. Though requested, no add'l infor was provided.